Event description:
The surgeon reports that the pt was not satisfied with surgery outcome approx four months after the cataract surgery with the implantation of a crystalens iol in the left eye. According to the info received, the pt complained of poor vision due to dysphotopsia. The lens gradually vaulted with contraction and fibrosis of capsular bag. The surgeon removed the lens and replaced it with another lens of same power. The pt's current status is good.

Manufacturer narrative:
The lens was returned to b+l and was received in two pieces. Visual inspection of the lens revealed tears throughout the optic, and trailing haptic plate; leading haptic loops and trailing haptic loops were cut and missing. Also, portions of the optic and trailing haptic plate were missing. Due to the torn condition of the returned lens, optical measurements could not be performed. One retained sample from lot # 018600 was inspected optically and all measurements were within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue.